Event description:
Patient was revised to address malpositioning of the tibial tray due to use of trumatch blocks. This caused a 1 hour surgical delay.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. A review of the device history records was performed and no anomalies were identified. Review of the patient proposal and design file did not reveal any anomalies. The specific root cause of reported event is unknown. No evidence was found indicating product error was a contributing factor and the need for corrective action is not indicated. Although this investigation did not establish the need for corrective action, (B)(4) has been initiated to determine root cause and identify any corrective actions. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.